Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lhr review was completed for the product and there was no nonconformance associated with the lot number.